Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 2:11 pm when he obtained blood glucose readings of ¿326 and 400 mg/dl¿ with the subject meter. During the follow-up call, the patient informed the csr that he manages his diabetes with novolog insulin (dose adjusted on a sliding scale; 0.6 to 0.8 units of novolog when results over 400 mg/dl and 0.5 to 0.6 units for results over 300 mg/dl). In response to the alleged inaccurate results, the patient claimed he took an adjusted dose of insulin based on the sliding scale. The patient was unable to recall the exact amount. The patient stated that a couple of minutes after the alleged issue began, he developed symptoms of ¿dizziness and lightheadedness¿; symptoms he associated with a low blood glucose excursion. The patient informed the crs that becomes symptomatic for hypoglycemia when his blood glucose falls to ¿65 mg/dl¿. In response to the symptoms, the patient claimed he re-tested with the subject meter at 2:15 pm and obtained results of ¿148 and 110 mg/dl¿. Based on statistical methodology, the calculated difference of the reported glucose results exceeds lifescan¿s criteria for precision. Despite the alleged inaccurate results, the patient claimed he took liquid glucose as self-treatment for the symptoms and felt better afterwards. No other device was used for testing. During troubleshooting, noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Complaints relating to the reported products were evaluated. It was concluded that the number of complaints for the products did not breach thresholds indicative of a systemic issue if lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.